Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the date of the local debridement procedure? What was the appearance of the suture during the second procedure? What is the product code? Lot number? 20190221 is not a valid lot number. Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? All answers are unobtainable.

Event description:
It was reported that the patient underwent a head laceration procedure on an unknown date and suture was used. The patient experienced local erythema, inflammation and itching on the wound the next day after sewing. The doctor removed the suture and local debridement and disinfection were given. Then the patient's condition changed better. Additional information has been requested.